Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife stated insulin pump had a broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose level was 32 mg/dl in the morning. It was reported that they were swimming and the pump started alarming critical pump error. It was reported that the customer was unable to unable to clear alarm during the pump rewind. The customer advised that the pump requires replacement and to discontinue use of the pump. The customer advised to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and broken force sensor was detected during seating or regular delivery error alarm confirmed in history file due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch.